Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3-4 mixed mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, the clip jumped open to 160 degree after lock line removal. Additional clip was deployed to further reduce the mr to grade 2 post procedure. On (B)(6) 2026, the additional mitraclip xtw had single leaflet device attachment(slda) from the anterior leaflet. Recurrent mr of grade 3 was reported. On (B)(6) 2026, re-intervention procedure was performed. Additional mitraclip was implanted to stabilize the slda clip. The mr was reduced to grade 1 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent mr was a cascading effect of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a